Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction of a 5f exoseal vascular closure device (vcd) no color change of the indicator window was seen as the device was being used for a carotid artery surgical angiography. The 5f exoseal was inserted in a non-cordis 5f vascular sheath, and a decrease in pulsatile blood flow was observed at the first point of retraction. Retraction was continued until withdrawal and still no color change. There was no reported patient injury. The metal ring and plug were visible after withdrawal and the blockade had failed. The device was returned for evaluation.

Manufacturer narrative:
As reported, during retraction of a 5f exoseal vascular closure device (vcd) no color change of the indicator window was seen as the device was being used for a carotid artery surgical angiography. Hemostasis was achieved through compression. There was no reported patient injury. The 5f exoseal was inserted in a non-cordis 5f vascular sheath, and a decrease in pulsatile blood flow was observed at the first point of retraction. Retraction was continued until withdrawal and still no color change. The metal ring and plug were visible after withdrawal and the blockade had failed. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted into the unit. The indicator window was observed in the black/white position. During this visual analysis, a kink was noted on the delivery shaft, located 5 cm from the distal tip. A deployment simulation evaluation was performed. After pulling the indicator wire to reach the black/black position in the indicator window, the deployment lever was fully depressed. This resulted in successful retraction of the indicator wire and deployment of the plug as expected. Additionally, the indicator window reached the black/white and red position as part of the simulation. Dimensional analysis was performed on a portion of the delivery shaft near the kinked area to verify the outer diameter. The measured result was within the specification. A high-magnification evaluation was conducted to assess the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was performed and change in the color of the window was achieved. The internal mechanism showed no anomalies. A kink was noted on the delivery shaft, which may have been a contributing factor to the reported issue. However, the dimensional analysis was within specification. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during retraction of a 5f exoseal vascular closure device (vcd) no color change of the indicator window was seen as the device was being used for a carotid artery surgical angiography. Hemostasis was achieved through compression. There was no reported patient injury. The 5f exoseal was inserted in a non-cordis 5f vascular sheath, and a decrease in pulsatile blood flow was observed at the first point of retraction. Retraction was continued until withdrawal and still no color change. The metal ring and plug were visible after withdrawal and the blockade had failed. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was returned for evaluation.